Event description:
The site reported that they had two occurrences of the saline side of the multi-patient disposable set (mpat) spraying instead of flowing in a steady stream during priming. The site reported that there was no patient injury.

Manufacturer narrative:
The site was not able to provide the lot number of the mpats that were in-use during the reported issues; however, our records indicate that the site received lot numbers 820007 and 820008, which are currently under recall for flash in one of the molded plastic components. One of the mpats that was in-use is being returned for evaluation but has not been received at this time. Although we are unable to confirm the presence of flash at this time, it is possible that the device used during this event may have contributed to a malfunction, as defined in 21 cfr 803. A follow-up report will be submitted, once our evaluation of the returned product is complete.